Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 11 jul 2024 from the home therapy nurse (htn) of a 70 year old male patient with a medical history including prior cardiac events, congestive heart failure, acute respiratory failure and end stage renal disease, who stated the patient experienced shortness of breath, chest pain and became unresponsive during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 18 jul 2024 from the htn who stated the patient was transferred to hospital and was pulseless and apneic upon arrival. Resuscitative efforts were unsuccessful, and the patient expired on (B)(6) 2024. Per the hospital record provided by the htn, the cause of death was cardiopulmonary arrest.